Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that, during a tha, a surgeon found some white powder on the insert. The insert was rinsed and used for a patient.

Manufacturer narrative:
An event regarding foreign matter involving an adm liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as the photographs of the affected device and return of device are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that, during a tha, a surgeon found some white powder on the insert. The insert was rinsed and used for a patient.